Event description:
It was reported that within a week of implant, the patient presented to the emergency room complaining of sudden onset chest pain. The right ventricular (rv) lead exhibited high thresholds when in bipolar, and a loss of capture when in unipolar, and was determined to have perforated. The lead was repositioned, and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5086mri implantable pacing lead - 2013-(B)(6). (B)(4).